Manufacturer narrative:
D4; h4: info is unavailable, device was not returned for evaluation.

Event description:
It was reported that during an orthopedic procedure, the device did not form the staples properly. This happened with 6 devices from the same lot. Another device of a different lot was used to complete the procedure. There was no pt consequence.